Event description:
Patient received full series -x3 doses­ of synvisc in left knee. She received the last dose of synvisc on (B)(6) 1999. She called on (B)(6) complaining of increase pain, swelling, and stiffness in her knee. She has been febrile "off and on" since morning (B)(6). Seen on (B)(6) in clinic for evaluation of left knee. There was no fluid aspirated, no erythema, not suggestive of infection, but slight effusion. Assessment: acute synovitis.